Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information:date of event. Additional information received on (B)(6)2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. The pump was visually inspected, and error code 10215 found on display. The customer's stated problem was verified. Inspected the pump and found error code 10215 on display. Further investigation of the pump and determined that the software was corrupted. Investigation concluded that the corrupted software was the root cause of the issue. Service replaced the corrupted software to correct the reported problem. The root cause of the reported problem was the corrupted software.

Manufacturer narrative:
Other, other text: this MDR was generated under (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. The device was returned for analysis and has been evaluated. A visual inspection was performed on the pump and an error code "10215" was found on the display which confirmed the customer's reported complaint; however, the customer's reported complaint could not be duplicated. Further investigation of the pump found that the software was corrupted. The corrupted software was the root cause of the reported event. No actions were taken for the primary concern reported; however, the software was replaced and a new one was installed to resolve the issue.